Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during the initial implant, device oversensing was observed after the leads were attached to the device. It appeared to be grommet related noise. The device was removed and replaced. No patient complications have been reported as a result of this event.